Event description:
It was reported by the service report that the stretcher tipped (foot end casters left the ground). The pt was sitting midway between the head of the stretcher and the center of the stretcher. The pt went to move from a sitting position to reclined position but reclined with his head and neck hanging off of the head end of the stretcher. The pt was a very large person. The pt fell but no injury or adverse consequences were reported.